Event description:
It was reported that a small volume infusor experienced a backflow of blood. This occurred during infusion. The device was used with a huber needle. After the connection was made with the patient, blood flowed back up to the distal luer lock of the device. All connections were checked with no issues noted. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from april 10, 2014 to april 11, 2014. Evaluation summary: the returned device contained approximately 120 ml of fluid in its bladder and had a non-baxter product needle attached to its distal luer. Visual inspection noted blood inside of the needle and inside of the infusor¿s distal luer. A functional test was then performed in which the infusor was observed for flow issues after the needle was removed; as a result, continuous flow was observed at the distal luer. Although the blood inside of the sample indicated that the reported blood backflow occurred, the infusor was found to meet specification and the backflow condition was unable to be replicated. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter and is currently under evaluation. Upon completion of the device evaluation, or if additional relevant information is obtained, then a follow-up MDR will be submitted.